Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 403 mg/dl. Caller was able to resolve no delivery with battery change. After troubleshooting, caller was advised that no delivery was caused by set / reservoir occlusion. Caller was also advised that insulin pump was functioning as designed.